Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main trunk of the proximal left anterior descending artery (lad). After pre-dilatation was performed, a 4.00 x 24 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. An additional guide wire was inserted and the physician attempted to advance the device again but it still failed to cross the lesion. The device was removed from the patient's body and the body of the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported.